Manufacturer narrative:
As per device evaluation received on 12/30/2025: the device "remstarautoa-flex" was returned to the third party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were observed. In addition, foam particles inside the blower kit and dust were found in contamination findings. Additionally, the device was scrapped. In this report, box h has been updated/corrected. The affected products with field complaints alleging pe-pur foam degradation have undergone the establishment of complaint codes specifically identifying foam degradation, for system one. A field correction action(2021-06-a) was initiated, and medical device recall letters were issued. A field action was initiated to replace pe-pur foam in affected products; degradation was added to the respective dfmeas and the risk management file ¿ 2203077 v27 (systemone) was updated to include hazards associated with foam degradation based on complaints analyzed through various health hazard evaluations (hhes). Risk tags ¿ degradation01, toxic02 and particulate01 reflect the safety risk of design containing the pe-pur foam. These complaints were monitored and trended in accordance with the complaint trending procedures. If the complaints were determined to meet the criteria for escalation, they were escalated for risk assessment through the post market clinical escalation process. As of the date of submission for this report, there is no indication that complaints for the failure in question have led to unacceptable levels of severity or probabilities of harm, and therefore no further action will be pursued.

Manufacturer narrative:
Additional information received on 10/17/2025. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. There was no report of medical intervention. Additionally alleging that particles in tubing/chamber and white flake floating in water chamber. Repeated attempts to have the device and components were returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. There was no report of medical intervention. Repeated attempts to have the device and components not yet returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. There was no report of medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.